Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) initially inspected the station and found that auxiliary drawers had failed. The back of the drawer was inspected, and all cables were reseated, but no improvement was observed both drawers remained non-functional. The pyxis module controller board was then replaced. After logging in as cfnadmin and accessing the hardware test application, only drawer was visible and functional. The station was powered down, and the retractor band for drawer was replaced. After this, both drawers became visible and functional. The customer verified drawer functionality, and all drawers operated without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawers 3.1 & 3.2 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.